Event description:
Patient, with a history of swallowing issues, presented to the physician with delayed nerve healing and tongue weakness since the implant procedure. Patient underwent swallowing therapy.